Event description:
Report of post operative complication following surgical procedure on the shoulder.

Manufacturer narrative:
The device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. In addition, a lot number from the pump involved in this incident was not provided; therefore, a historical review of the specific lot involved was not possible. The information contained herein is based on the information provided by the initial reporter. If add'l information that is pertinent to this event becomes available, I-flow will submit a follow-up report.